Event description:
It was reported patient presented via merlin.net transmission with an alert for high hv lead impedance measurements. Capture threshold and pacing lead impedance were normal, lead remains implanted and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.